Event description:
It was reported that the device could not be calibrated. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was wear and tear to the enclosure of the device, the device has an outdated printed circuit board (pcb), drain fitting, line cord, and enclosure. The enclosure was also cracked at the top right between the front and rear cover. Functional testing included filling the water tank, plugging in the line cord, and switching on the power. The reported problem of being unable to calibrate was able to be replicated. The root cause of the reported issue was found to be damaged potentiometers on the pcb caused by the customer. No repair actions were taken due to the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).